Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis confirmed the event reported in the field. The sensing coil was fractured distal to the connector crimp ring due to fatigue. This type of fracture could cause the noise and inappropriate shocks observed in the field.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. Signs of fracture were noted. The lead was capped and replaced.